Event description:
Upon explanting the icp microsensor, the titanium tip broke off. The sensor had been implanted at 17mm. The surgeon had pulled out 15mm of the device with no problem. The last 2mm caught on something, and broke. Surgeon states that he even created a special pathway to explant the device. The pt's condition remained stable.